Event description:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation.

Manufacturer narrative:
The subject device underwent visual and functional inspection. The customer allegation was confirmed. In addition, head corrosion and flooded switch were observed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, the focus switch was flooded in the subject device. Therefore, it is assumed that "focus does not work" occurred because the button function did not function normally due to the flooding of the focus switch. However, olympus could not determine the cause of the occurrence. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: ¦inspection of the focus and zoom control(warning): inspect all focus control switches and zoom control switches and confirm that they work properly even if they are not expected to be used. The endoscopic image may freeze, or other irregularities may occur during examination and may cause patient injury, bleeding, and/or perforation. ¦precautions for disappeared or frozen endoscopic image(warning): never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported, the camera head "focus can not work." Blurry image was observed. The issue occurred before therapeutic bariatric surgery. The procedure was delayed for about thirty minutes with the patient under general anesthesia. The procedure was completed with another device. There were no reports of further patient or user harm associated with this event.